Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post implant, the patient experienced hypotension, altered level of consciousness, cardiac perforation, pericardial effusion and cardiac tamponade, confirmed on echocardiogram. It was also reported that the right atrial (ra) lead dislodged and perforated the heart. The patient was intubated, pericardiocentesis stabilized the patient and they were transferred to the intensive care unit (ICU). Two days later the ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.